Event description:
Ge representative reports via fax, customer reports during a ureteroscopy for stone removal on a male, the fluoro stopped working. Physician completed the procedure using digital imaging. No injuries reported.

Manufacturer narrative:
Manufacturing investigation pending. Customer service contract is with ge healthcare. Upon receipt of additional info from customer or ge healthcare service, covidien will submit a medwatch 3500a supplemental report.